Event description:
See initial report.

Manufacturer narrative:
The reported issue could be confirmed during the investigation at the manufacturer site. On the clamp control board was found a bad soldering connection. The deviation has been identified as the root cause of the clamp malfunction. The board was replaced and the issue could be solved.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the 5 erc tubing clamp. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova service representative was not able to reproduce the reported issue. The affected part was requested to be returned to livanova (B)(4) for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a s5 erc tubing clamp an error message was displayed, stating that the arterial clamp was broken during procedure. The clamp could not be operated anymore also from the cp5 control panel. There was no report of patient injury.